Manufacturer narrative:
Section e: this event was reported directly by the healthcare facility. The healthcare facility is: (B)(6) hospital. (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the endoscope was inserted into the patient along with the device. When the handle was rotated, the bands were stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.